Event description:
(B)(4). I got the essure (B)(6), 2014. I got the hsg (B)(6), 2014 and was confirm closed. I missed my (B)(6) period and in (B)(6) still no period I just figured it was from three hsg. Then I started to get morning sickness so I took a pregnancy test and it came back positive. I was confirmed pregnant by my doctor late (B)(6). I have also started experiencing head aches and cramping since having the essure put in.